Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. Vascular access was obtained via a contralateral approach. The 100% stenosed, chronically occluded, target lesion was located in the calcified and moderately tortuous left superficial femoral artery (sfa). A non-bsc guide wire was advanced, but did not cross the lesion. The wire was exchanged for a different non-bsc guide wire that was able to cross the lesion. The lesion was predilated with sterling es otw 2.0x20mm and sterling mr4.0-60mm balloon catheters. Two 6x120mm non-bsc stents were implanted. A sterling, mr, 5.0 x 60/135 balloon catheter was advanced for post dilation. The balloon was inflated once to 8 atms. The balloon was then inflated to 10atms and ruptured. Post dilation was completed with a sterling mr 5.0x40mm balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. Vascular access was obtained via a contralateral approach. The 100% stenosed, chronically occluded, target lesion was located in the calcified and moderately tortuous left superficial femoral artery (sfa). A non-bsc guide wire was advanced, but did not cross the lesion. The wire was exchanged for a different non-bsc guide wire that was able to cross the lesion. The lesion was predilated with sterling es otw 2.0x20mm and sterling mr4.0-60mm balloon catheters. Two 6x120mm non-bsc stents were implanted. A sterling, mr, 5.0 x 60/135 balloon catheter was advanced for post dilation. The balloon was inflated once to 8 atms. The balloon was then inflated to 10atms and ruptured. Post dilation was completed with a sterling mr 5.0x40mm balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device revealed that dried blood and contrast were present in the shaft and balloon. The balloon catheter was returned in a deflated state. The balloon was inspected under magnification to locate the balloon damage. A pinhole was confirmed in the balloon wall located on the proximal end of the balloon approximately 5 cm from the tip. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).